Manufacturer narrative:
It was reported a procedure was delayed due to a raytec sponge count being short. When a cardiac procedure was nearing the end, a closing count of sponges was performed and the count was off by one. The procedure was stopped and recount was performed, and remained off by one. The surgeon searched the cavity during the re-count; sponge was not found. It is unclear if the cavity search was visual or manual. An x-ray was taken and the surgeon could not identify the sponge; the x-ray film was sent to the radiologist to be read. The surgeon decided to remove the wires in the patient's chest; used the retractor to open the cavity and removed packing to perform a second search for the raytec sponge. The surgeon located and removed the sponge from behind the patients' aorta. It was reported to us that the initial radiology report showed no evidence of a retained sponge and later followed up with a final report that a sponge was retained in the chest. It is unknown if the missing sponge was from the surgical pack or a single pull from stock. A sample was not received for evaluation and it is unknown why the count was not verified prior to closure of the chest. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported a raytec sponge was retained within the surgical site.